Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be submitted upon complation of complaint evaluation and investigation.

Event description:
The distributor reported on behalf of the user facility that while the nurse was pushing the biopsy samples from the mw-319 into a biopsy slide, post procedure, "plastic parts or other small items appeared." This occurred post procedure and no surgical delays or patient injury was reported. Upon requesting additional information, the reported stated the mw-319 needle tip and particles fell off when the nurse was extracting the sample. No patient impact. This report is being raised on the basis of the reported mw-319 needle tip falling off with potential injury with recurrence.

Manufacturer narrative:
Corrected data incorrect expiration date entered. Date changed from (B)(6) 2022" to "(B)(6) 2022" incorrect data entered. Change from "a two-year review of complaint history revealed one other similar complaint for this product family and failure mode. During this same time frame, 52,400 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.004 percent, if all complaints were confirmed" to "a two-year review of complaint history revealed 7 other similar complaints for this product family and failure mode. During this same time frame, 52,400 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.02 percent, if all complaints were confirmed."

Manufacturer narrative:
The device was not returned for evaluation and no photographic evidence has been provided; therefore, the reported failure could not be verified, and a root cause cannot be determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with 50 pieces, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. During this same time frame, 52,400 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.004 percent, if all complaints were confirmed. The instructions for use advises the user of the following. - the user is advised that this device must only be used by or under the supervision of a physician trained in transbronchial aspiration procedures. - follow these tips to reduce the potential for instrument or scope damage: o never force the instrument into the channel. O when removing the instrument from the pouch, uncoil but do not stretch. O make sure the needle tip is within the metal hub prior to use. O do not angulate the scope tip when the needle tip is in the scope's bending area. O retract the needle tip(s) into the metal hub prior to removal from the channel. O remove the instrument from the channel in a continuous retrograde motion. O minimize the channel bends when removing the instrument from the scope. O maintain the scope in a forward neutral position during instrument removal to prevent stretching of the instrument catheter. Stretching of the instrument catheter could result in instrument failure. This issue will continue to be monitored through the complaint system to assure patient safety.